Manufacturer narrative:
The calibration and qc were within the specified ranges. The (B)(6) 2024 alarm trace had 10 records of alarm "abnormal sample aspiration" alarms. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc before the event was within ranges.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas 6000 e601 module. The initial result was 506.6 u/ml. The repeat results were 9.49 u/ml, 9.42 u/ml, and 9.52 u/ml.